Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow and ok button required multiple presses for three months. The reporter confirmed that there were no rips or tears and no known trauma to the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad button issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The contacts on the ok, down arrow, and up arrow buttons were found to be misaligned.